Manufacturer narrative:
Device analysis for lead (B)(4) revealed the lead body conductor broken at the unknown anchor site. Conductors #1, #2, #3, #4, #5, #6, and #7 are broken 16.6 cm from the distal end. Conductor #0 was not broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4) implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during a device check-up after a small car accident occurred it was found that of the patient's system impedances, only one contact was alive and the others were all open circuits. While it was noted that an unspecified treatment was performed as a diagnostic/troubleshooting procedure, the patient's lead was eventually replaced as a result of the event. Though the issue remained unresolved at the time of report, the patient was reported to be alive with no injury at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.